Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that a note was left stating that the er320 instrument had "double clips, worked once double clipped, sprung off." There was no consequence to the pt.